Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Customer blood glucose was changed to 147 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. Mother called to troubleshoot the insulin pump had a blank display after the battery was changed. Mother called back stating the display had returned. The insulin pump passed the self-test. Mother was advised that they can use the insulin pump.